Event description:
Procedure type: lap appendectomy. According to the reporter: the cannula cracked upon insertion, it looks like if it road-back on its self. There was no tissue damage and the delay in or time was 10 minutes, to make sure no pieces were in the patient cavity. The doctor continued to use the device for the surgery. No patient injury was reported. No other information was provided.